Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a patient had been hospitalized with diabetic ketoacidosis (dka). It was reported that the patient's blood glucose levels exceeded 600 mg/dl while wearing the pod on the arm. Patient started to feel sick and they were vomiting. Patient stated they received a pod hazard alarm. Patient gave a correction bolus and then went to the hospital. Patient was there treated with fluids. They were in the hospital for 3 days.